Event description:
Received information that customer received an incomplete bolus alert after programming a bolus. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.